Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results range from 290 to 300 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call ((B)(6) 2015; 12:46pm) with results of e-3 and e-3 as soon as test strip is inserted with two different vials of same lot. Storage of test strips is within spec not verified. Test strip lot MFR's expiration date is 01/24/2017 and open vial date may be within 120 days. Recall test results performed from meter memory: (B)(6); 11:31am - "hi" (after meal); (B)(6); 3:18pm- 298 mg/dl; (B)(6); 3:15pm - 326 mg/dl; (B)(6); 10:46am - 302 mg/dl; (B)(6); 8:08am - 344 mg/dl; adverse event not reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).